Event description:
Received a written report that after 30 minutes of her hemodialysis treatment, the pt reported "not feeling well". Also, the staff had noticed the pt's skin looked flushed, was warm to touch, and reddish. Also reported, was moderate shortness of breath and when noted o2 was administered. It was reported the pt also had an increased bp. The clinic was called to request additional information. Treatment sheets as well as additional information was received in 2005 regarding this event. According to verbal report, the pt was reinfused and then a new set of bloodlines and dialyzer were set up for the continuation of treatment. The pt also was given diphenhydramine 25 mg by mouth and was able to complete the treatment. The pt was discharged to home. Information received five days later stated that there have been no further reports of ill effect to this pt. A companion sample is available.